Event description:
It was a long and complicated procedure to change the abutment. Changing an abutment is normally easy and it takes less than a min to make the change in the clinical setting. The reason for this prolonged and complicated change is not evident in the report.